Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient had an unrelated surgery on (B)(6) 2020 and it is unknown if the ipg was placed in surgery mode. Following the surgery, the patient is unable to connect to the ipg and the message "cannot connect to generator, the generator is not responding" is appearing. Troubleshooting was attempted with no success. In turn, surgical intervention may be planned to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.